Event description:
It was reported that during the implant procedure, the proximal tip of the lead was noted to be loose and would not take the stylet. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, the distal conductor was noted with blood/body fluid (not obstructed).